Event description:
A report was received that the pt's lead had protruded through the skin due to suture erosion. The pt underwent a lead revision, and the lead was re-buried under the skin. The pt was given antibiotics, and was reportedly doing well post-operatively.